Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was receiving morphine at a rate of 8/day and bupivacaine via intrathecal drug delivery pump. The indication for use of the pump was non-malignant pain. It was reported that the patient had a pump replacement due to end of battery life; there were no issues with the previous pump. The patient went without a pump for about a month prior to the replacement. Following the pump replacement, the patient experienced withdrawal. The symptoms were the result of transitioning between oral and intrathecal dose following the replacement. It was stated that the patient used to be on 600mg of oral medication. The patient was hospitalized and received a 9% dose increase. A manufacturer representative had come to the hospital to help adjust the pump dose up, as the post-pump replacement dose was started too low. The manufacturer representative indicated that, by all indications, the device was functioning appropriately and the patient's symptoms were being managed by the hospital staff and the patient's pain provider after the previous change in his dosing, which was unrelated to his pump replacement. It was indicated that the situation had resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.